Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the package was opened before the operation. Upon taking out the guide wire after lubrication, it was found that the coating of the guide wire had fallen off and could not be used normally. Then it was replaced with a new guide wire to solve the problem.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received in original packaging but taped by user. Flaking not present on guidewire therefore reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the package was opened before the operation. Upon taking out the guide wire after lubrication, it was found that the coating of the guide wire had fallen off and could not be used normally. Then it was replaced with a new guide wire to solve the problem.